Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus repair center for a reported ¿disconnection¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported. However, during repair inspection, the color tone of the image is abnormal (image is magenta) due to a defective imaging unit. This report is being submitted to capture the magenta colored image tone on the image found during the repair inspection.

Manufacturer narrative:
The repair inspection could not confirm the customer¿s reported ¿disconnection¿, however, the image tone displayed magenta in color. Additionally, portions of the bending section cover adhesive at the distal end was found missing. The bending angulation is below specification due to elongation of the angle wire. The video connector and video connector case are cracked. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the magenta image was caused by a failure of the image sensor unit, defect of the inner video connector board, or the system. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.